Event description:
It was reported to philips that filament failure was predicted for the frontal x-ray tube within 14 days on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).